Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system intermittently did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the software was not booting completely. The system logfile was checked and troubleshooting found that the malfunctioning of the frontal image processing pc, which was not booting properly. The cause of the issue could be disk bay. The same issue reoccurred on (B)(6) 2024, and the fse replaced image processing pc and updated the database server (dbs). Following these repairs, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips implemented a medical device correction z-1151-2024 on this system. The codes were updated based on the investigation outcome.